Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that threshold increased from 1v to 1.9v and r waves 16.5mv. Impedance 431 to 838 ohms. The physician was dr. (B)(6) at (B)(6) medical center south in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).